Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Alterations in the function of the ra lead were detected. The patient was diagnosed with ra lead displacement. An x-ray was done, and the ra lead was repositioned. Should additional information be received, this file will be updated.